Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. A customer reported receiving a sensor scan result of 61 mg/dl compared to a reading of 147 mg/dl on her competitor meter (one touch). The customer further reported that she was experiencing symptoms of sweating and shaking, so she self-presented to an urgent care facility because she did not know if she was "high or low". The urgent care nurse administered insulin by injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with use of the adc freestyle libre sensor. A customer reported receiving a sensor scan result of 61 mg/dl compared to a reading of 147 mg/dl on her competitor meter (one touch). The customer further reported that she was experiencing symptoms of sweating and shaking, so she self-presented to an urgent care facility because she did not know if she was "high or low". The urgent care nurse administered insulin by injection as treatment. There was no report of death or permanent injury associated with this event.